Event description:
On 6/29/94 distributor learned from the hosp that the ventilator failed to work properly (displayed 9908 error code) on a pt. The hosp reported that the pt had to be "bagged," while they retested the ventilator. After the ventilator passed the test, it was reused on the same pt until another ventilator was obtained. The pt was not affected by this incident.